Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-6110-(B)(4): the distal tip of the fiber is fractured and does not extend from the metal tip; the distal end of the shrink tube is melted; the metal tip and the fractured fiber show mild detritus adhesion; the connector appears in good condition. Probable root cause: based on the product analysis results, the probable root cause of the failure is: user handling/anatomical/procedural factors.

Event description:
It was reported that during a procedure that the doctor felt something was wrong with the fiber and requested another fiber. Patient outcome "ok" reported. Additional information not reported.